Event description:
Reporter stated the infusion device shut-down without providing a warning or error message. The customer experienced hyperglycemia of "hi" as a result and delivered insulin via syringe as treatment. No adverse event was reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).